Manufacturer narrative:
Visual and functional analysis results of a retained unit for the reported lot (ah02349) were within product specifications. The product was not used. Root cause has not been established. All information that is available has been submitted; should any additional information become available, a supplemental report will be submitted.

Event description:
A female consumer purchased a bottle of revitalens ocutec multi-purpose disinfecting solution and the box was left upside down in the grocery bag. When she got home, the bottle of revitalens ocutec fell out of the box and she noticed the solution had leaked, as the box was wet. The complaint unit was returned to the manufacturer; the plastic seal was intact, and the bottle was warped and indented on the side. Follow-up information received from the patient indicated that the liquid leaked from the top of the bottle. The patient did not use the bottle of revitalens ocutec; no medical adverse event occurred.